Event description:
Family member called lfs in 02/2002 alleging that pt's one touch basic enhanced meter was reading inaccurately high. The customer had symptoms of "anxiety". Readings of 330 and 222 mg/dl are documented (unknown when the readings were done). The customer was taken to the emergency room because of the high readings on the meter and patient was treated with "IV glucose". Patient was also doing a meter to lab comparison. Meter read 133 and lab read 148 (time difference unknown). A reading of 467 mg/dl is also documented as a retest. Meter was cleaned incorrectly. Unable to contact the customer or family member. Attempted to call twice. Also sending letter.